Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 90 mg/dl. The customer stated that the act button may have been affected by moisture exposure. She stated that the insulin pump may have been exposed to moisture because she kept the insulin pump on her breast. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons function properly, however corroded keypad traces were noted during visual inspection. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.